Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 cubie c0 was not on the bus. A field service engineer troubleshot the issues, found a ghost cubie error, and informed the technical support specialist (tss) to remotely fix the error and update the customer. The technical support specialist deleted the ghost cubie pocket to resolve the issue. The system functioned as intended after the technical service specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a main 3.2-c0 failed to open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.